Event description:
It was reported by the customer that there was no discomfort during the puncture, and it was performed smoothly. The patient went home with the puncture still in place. When he returned to the hospital to have it removed, the safety device did not activate. The needle was not retracted. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty activating the safety mechanism is unconfirmed because the problem could not be reproduced. One 22 ga x 0.50 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed use residues throughout the device. The base of the needle shaft was observed to be slightly angled. No other damage was observed on the device. A functional test of attempting to advance the safety mechanism over the needle tip revealed little resistance, and the safety mechanism was able to completely cover the needle tip without difficulty. The slight angle of needle may have contributed to difficulty activating the safety mechanism during attempted use. However, the safety mechanism functioned as intended during evaluation. Therefore, the complaint of difficulty activating the safety mechanism could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.